Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was grommet/setscrew problem on the device. The pace/sense port of the lead is not fitting into the device. The doctor tried around 10 times by cleaning the lead tip but it's not happening. The device was attempted and not used. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.